Event description:
It was reported that the user inserted the sheath from the femoral and delivered the catheter to the desired position. Then attempted to begin pumping, but the balloon did not inflate. Therefore, the catheter was promptly removed and replaced in the same site with a new one, with which the iabp worked normally. There was no reported injury.

Manufacturer narrative:
Qn# (B)(4). No serial number was reported. The serial number on the returned sample is ck20428. The lot number (18f22c0019) recorded on the complaint report matches the lot number for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed ziploc bag. Returned with the sample was supplied data-scope inflation driveline tubing; no damage or abnormalities were noted. Dried blood was noted on the exterior surfaces of the returned data-scope inflation driveline tubing. Upon return, the teflon sheath was noted on some portion of the iabc bladder; the distal end of the teflon sheath was at approximately 18.7cm from the iabc distal tip and liquid blood was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted at approximately 13.4cm to 15.2cm from the distal tip of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned iabc. The bladder thickness was measured at six points. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint that the "balloon did not inflate" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. During functional testing, the iabc bladder inflated and deflated completely with no alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4). The device investigation is pending, and the results will be submitted in a follow-up report. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user inserted the sheath from the femoral and delivered the catheter to the desired position. Then attempted to begin pumping, but the balloon did not inflate. Therefore, the catheter was promptly removed and replaced in the same site with a new one, with which the iabp worked normally. There was no reported injury.